Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and later experienced ineffective therapy. Diagnostics discovered all contacts on patient's lumbar lead had high impedance. In turn, surgical intervention may take place at a later date to address the issue.